Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field, the associated device logs and provided images. Two images were received for evaluation. Both images depicted the same error message related to the arm cart assembly being displayed on the operating room team interactive screen of the tower. The error message stated, "arm 1 : danger : arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm.". Review of the field service notes for the arm cart assembly indicated that the logs were analyzed. An error code for 'linked to arm redundant position discrepancy', an error code for 'motor state - brake state agreement', an error code for arm non-recoverable error - robotic arm brake state error' and an error code for 'mismatch master position sensor / joint position sensor - primary' were all observed. The robotic arm setup arm (rasa) of the arm cart assembly was replaced to resolve the issue. Further evaluation of the logs indicated that the arm cart assembly 4 experienced a failure of the potentiometer redundancy check on robotic arm joint 2. This triggered an error code for 'linked to arm failure with possible motion - subsystem robotic assembly validation - redundant position sensing check' was triggered. This error reports a system recoverable inoperable error and a subsystem non-recoverable inoperable error. Evaluation of the arm cart assembly confirmed the reported condition. A design issue was identified during evaluation of the device logs. The root cause of the observed errors was traced to a component issue. The tip of the wiper can dig into the resistive encoder track which abrades and displaces material. Repeated motion over a specific and fixed range builds up the abraded material in locations at the end of travel and in the center of the track when the motion pauses. This issue was made more likely to occur by inadequate heat staking of the wipers. This causes a mismatch due to potentiometer peaks, which can cause the arm cart assembly to become non-functional. A process improvement was implemented to address this issue. Additionally, the root cause of the observed errors was also determined to be related to connectivity issues between the z-slide and instrument drive unit (idu). This is traced to device design such as small movements in the connector due to impact or an inadequate strain relief that cause the contacts to shift onto regions of the mating contacts that are contaminated with flux, which prevents electrical conductivity. Additionally, damage to the assembly fixture pin allowed too much interference between connector components, leading to connector damage and loss of connectivity. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-operatively, during draping, the arm cart assembly dropped an non-recoverable error and froze. The arm cart assembly was rebooted, successfully calibrated and worked properly. There was no patient involvement.

Event description:
Pli-10: it was reported that pre-operatively, during draping, the arm cart assembly (aca) dropped an non-recoverable error and went frozen. The aca was rebooteed and it successfully calibrated and worked properly. No patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.